Event description:
It was reported that there was a migration of a part of catheter and separation of the guide wire during the placing causing a removal by surgery.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reyj0624 showed no other similar product complaint(s) from these lot numbers.